Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. In this case, the device was prepped prior to use without issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the heavily calcified, moderately tortuous, 90% stenosed anatomy, the outer surface of the balloon became compromised or damaged resulting in the reported balloon rupture during inflation at 15 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 90% stenosed, proximal right coronary artery (prca). A 3.5x12mm nc traveler balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted due to the anatomy. The bdc was inflated one time to 15 atmospheres (atm) and ruptured. The device was simply removed, and the procedure was successfully completed with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.